Event description:
A report was received that the patient had difficulty charging the ipg. A bsn representative analyzed the ipg database and confirmed premature battery depletion. Ipg replacement has been recommended.

Event description:
A report was received that the patient had difficulty charging the ipg. A bsn representative analyzed the ipg database and confirmed premature battery depletion. Ipg replacement has been recommended.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.